Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for high blood glucose. The customer stated that her glucose level was high for over a week. The customer stated that she was incoherent, and the daughter took her to the hospital. The customer stated that she was wearing the insulin pump while staving and treated in the hospital. The customer stated that the doctor adjusted the basal settings on the device. Troubleshooting was performed. The time and date were correct. The customer stated that she changes the infusion set every three days. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the device passed the test. No further info was provided.